Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller states her techs are working on a chair and needed replacement brakes for the chair, that the cable has snapped on the chair.